Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Companion samples are reported to be available, and a request for their return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva bag leaked after it was punctured. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: 28 companion samples were received for evaluation. All 28 samples were visually inspected and leak tested under water. No nonconformances were identified. The reported condition was not confirmed. A review of the batch record documents was performed on the associated lot number with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.